Event description:
The customer contacted spacelabs healthcare to report that two of their three xhibit screens are not displaying patients. A software restart was performed, patients were manually added to the second screen, and the display cable was reseated to resolve the issue. No patient or user harm was reported. The cause of the issue is unknown.